Manufacturer narrative:
The customer reported the bed exit sensor did not work on the centrella bed, and a patient fell. The customer stated the patient was injured. Follow up information was obtained from a staff member on the medicine unit where the event occurred. The staff member confirmed the patient fell and thought the patient sustained a femur fracture. The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. The hill-rom heart and respiration rate monitoring system powered by earlysense is used with compatible bed system models and is intended for continuous measurement of respiration rate (rr) and heart rate (hr) in an automatic, contact-less manner. The device instructions for use (IFU) state the following related to weighing patients: use new patient zero every time a new patient is admitted to the bed. The new patient control will clear the previous and current weight history, zero the scale, and reset these features: bed exit alert to off. There are two ways to zero the scale: new patient¿this is used before you admit a new patient into the bed. New patient will clear the patient history, zero the scale, and resets all settings to the facility¿s default settings. Same patient re-zero¿this is used when you want to add equipment to the bed during a patient¿s stay and not have it included with the patient weight, or if you are getting inconsistent weight readings when you weigh a patient. Re-zero will zero the scale and keep the patient¿s history. Re-zero will not reset the safeview+ alerts option or bed exit alert. The device IFU provides the following warning related to maintenance and service: warning¿before maintenance or service is done on the unit, make sure to unplug the unit and remove the patient or fully remove the unit from use. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The following information was obtained from the nurse manager of the medical unit where the reported event occurred. The patient in this event was an 89-year-old male who was initially hospitalized for delirium, weakness, and pain related to an inguinal hernia. The nurse caring for this patient was unable to set the bed exit alarm and created a ticket with the maintenance department to look at the bed; however, the nurse did not remove the bed from service and the patient remained on the bed. The patient fall occurred on 24jan2023, and the patient sustained a nondisplaced intertrochanter fracture of the left hip requiring surgical repair. The patient was transferred to the surgical unit post-op and is currently waiting to be transferred to a long-term care (ltc) facility for continued care and rehab. Per the nurse manager, transfer to the ltc facility was planned for this patient prior to the fall. The nurse manager stated the nursing staff was educated on removing beds from service if a ticket is created with the maintenance department or whenever a bed is not working properly. Additional inspection information found that the bed scale zeroed and weighed properly, and the bed exit alarmed as designed. The call light outside of the room illuminated and the alarm annunciated at the nurse¿s station. It is noted that staff thought the bed exit alarm operated off the earlysense system pads (heartrate and respiratory rate monitoring system feature that reportedly is not used by the customer). The hillrom service technician instructed the floor managers and facility manager how to zero the bed before placing a patient in the bed and informed them that the bed measures weight through load cells and not through the earlysense pad. The patient in this event required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the reported event can be attributed to use error. Prevention of this type of event are outlined per the IFU as noted above. Based on this information, no further action is required.

Event description:
The customer reported the bed exit sensor did not work on the centrella bed, and a patient fell. The customer stated the patient was injured. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).